Event description:
Customer's mother called to report pod that she said was hard to fill, and heard a crackling noise. She activated pod, and her daughter experienced high bg' s (high 300's) that would not come down with boluses. The customer was able to activate new pod. No further problems reported.

Manufacturer narrative:
The product has not been returned, so no evaluation is possible. The customer heard a noise and felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.